Event description:
Could not advance filter. "Filter legs caught at junction/hub area. Reloaded into tube and still couldn't advance. Removed and replaced delivery system with another snf to successfully complete procedure." No injury to pt.